Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7070086/7070089.

Event description:
It was reported that the patient was having difficulties charging ipg. The patient underwent a reprogramming session and was getting moderate relief. Database analysis showed that the ipg appears to be working as expected and revealed no anomalies. However, the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent a full system explant procedure. The explanted ipg and leads will not be returned.